Manufacturer narrative:
Pt identifier: - (B)(4). Concomitant product(s): ¿ medical product: vanguard 360 femoral component, cat#: 185262 lot#: 2744998. Vanguard 360 revision system distal femoral augment with bolt, cat#: 185462 lot#: 303970. Vanguard 360 revision system distal femoral augment with bolt, cat#: 185402 lot#: 017710. Vanguard 360 revision system distal femoral augment with bolt, cat#: 185342 lot#: 980270. Vanguard 360 revision system posterior augment with bolt, cat#: 185422 lot#: 829070. Biomet splined knee stem with screw, cat#: 148307 lot#: 844510. Biomet 360 offset adaptor with screws, cat#: 185211 lot#: 707080. Biomet 360 tibial tray locking bar and screw, cat#: 185201 lot#: 375910. Biomet splined knee system v2 with screw, cat#: 148304 lot#: 321990. Biomet 360 tibial augment with bolts, cat#: 185231 lot#: 952560. Biomet 360 tibial augment with bolts, cat#: 185221 lot#: 320410. Vanguard constrained tibial bearing, cat#: 183864 lot#: 795100. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05119, 0001825034-2017-05121, 0001825034-2017-05122, 0001825034-2017-05123, 0001825034-2017-05124, 0001825034-2017-05125, 0001825034-2017-05126, 0001825034-2017-05128, 0001825034-2017-05129, 0001825034-2017-05130, 0001825034-2017-05134, 0001825034-2017-05135. Product location unknown.

Event description:
It was reported that the patient had suffered from a nickel allergy and was subsequently revised. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this product does not contain nickel, and the patient has a nickel allergy.